Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not implanted correctly. The patient underwent an ipg explant procedure.